Event description:
On (B)(6) 2013, the reporter contacted animas, alleging a button/keypad (tactile changes/unresponsive) issue. It was reported that the patient could not get past the verification screen. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
The pump has been returned and evaluated by product analysis on 09/11/2013 with the following findings: the keypad was fully intact with no damage observed. The up and down keys are intermittently unresponsive and the ok and contrast buttons respond appropriately. There is visible moisture in the display lens. An in-house leak test revealed a case seal leak. Removed the pump cover; internal moisture confirmed in the pump. There was contamination was present under the all key contacts.

Manufacturer narrative:
The pump has not been returned to animas. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.